Event description:
Per sales rep, one of the np's reportedly sheared off a powerglide catheter yesterday (sunday). It was a difficult pt, nurse allegedly thought she was in the center of the vein, but thought she could have been slightly on the side of the vessel too. After advancing the catheter all the way in, she reportedly felt resistance when pulling out the device. The chamber was said to have filled up with blood. She gave it a tug and the hub, strain relief and a few centimeters of the catheter came out. The remaining catheter was reportedly retrieved today.

Manufacturer narrative:
The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/ reporter was unable or unwilling to provide any further pt, product, or procedural details to bard. The complaint of a sheared catheter was confirmed but the cause could not be determined from the returned photo sample. The returned product was one photo sample depicting two powerglide catheters. One catheter appeared free of residue and undamaged. The other catheter contained blood residue and had approximately two-thirds of its distal length missing. The distal tip of the catheter appeared to be angled. The photo sample and event description did not reveal the cause of failure. However, this type of failure can occur if the device is manipulated while within the pt or if the catheter is even slightly withdrawn back onto the needle. The IFU warns, "once the catheter has been advanced, do not re-insert the needle back into the catheter or pull the catheter back onto the needle. This may result in damage to the catheter. If the catheter needs to be repositioned, either do so without the aid of the needle, or remove both the catheter and the needle as a unit to prevent the needle from damaging or shearing the catheter". No further action is required because the complainant event could not be related to a deficiency in product MFR or deficiency while under correct product use. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from these lot numbers.